Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower doors 5 and 6 were exhibiting a double-click behavior upon opening, although no failures were reported. A field service engineer removed the latch column and installed replacement microswitches for latches 5 and 6. The fse then applied conductive grease and reseated all latch harness connections to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower had a door was double clicking. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.